Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4). No additional information was provided by marine corps base camp lejeune. Primevigilance did reach out to obtain more information with no success. Should additional information be available in the future, the complaint will be re-opened and investigated. All complaints are reviewed during monthly quality/safety meetings. In addition, complaints are trended at monthly quality data analyst meetings and quarterly plant management review meetings.

Event description:
It was reported there are many patients that are experiencing rashes, and what appears to be burns. Per email: "there are many patient's at least 6 that are experiencing rashes, and what appears to be burns." He did reach out previously but has not heard back; he is unsure of whom he spoke with, please check for duplicates.